Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hyperglycemia. While wearing the pod for approximately 4 to 24 hours, the patient¿s blood glucose level increased to greater than 671mg/dl. Reported symptoms included nausea, headache, dry mouth, increased urination, fatigue, and excessive thirst. The patient was treated with insulin, intravenous fluids, and glucose monitoring. They were admitted on (B)(6) 2025 and discharged the same day. Additionally, upon removing the pod, the patient reported that the cannula was bent and that the pod had not been delivering insulin.